Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found a frozen sleeve over a dirty collet in the reported problem areas of the pipette assembly. The tip clamp was replaced. The instrument was inspected, tested without further problem, and returned to svc.